Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was mfg and used outside the united states. Since the device remains implanted, the programmer files were reviewed.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2009. Upon scheduled follow-up on (B)(6) 2010, the physician reported that he observed oversensing in episodes recorded in device memory.